Manufacturer narrative:
On-site investigation was made by our field service engineer (fse). The reported issue could not reproduce d during ventilator examination. The ventilator passed pre-use check, functioned normally and no parts were replaced. The provided logs confirmed the reported low o2 concentration alarm(B)(6) 2024. Moreover, o2 concentration high o2 concentration alarm, air supply pressure low, vt inspiratory overrange and inspiratory flow overrange were generated at the same time. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The conclusion is there was no ventilator malfunction at time of the event. The root cause for the reported issue could not be determined.

Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacturer's ref.#: (B)(4).